Event description:
It was reported that the pt was having pain in their left hip. The pt's left hip was revised on (B)(6) 2012 by surgeon.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 36968302. Trident 0deg x3 insert 36mm ID, cat# 623-00-36f, lot# mkpxl2. Delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 38567701. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was retained by the hospital for pathology and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.